Event description:
It was reported that the patient developed an abscess at the skin level incision site, six weeks post-op from a sling procedure. The patient experienced redness, pain, and swelling at the site. The patient was on antibiotics during procedure, the tissue was soaked in a saline and antibiotic solution just prior to surgery. The doctor used 4-0 vicryl sutures. The patient was taken back to or and the doctor cleaned out the infection and some of the tissue. The patient has had no further complications.